Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced sensor failures lasting 1-3 hours and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient fell asleep during the afternoon and while the system was showing sensor error his glucose readings dropped to a severe hypoglycemia. He did not wake up on his own and his wife found him and called an ambulance. He was given 6 glucose injections at home and taken by ambulance to the hospital. He stayed in the hospital overnight and was treated with IV glucose. The event occurred 8 days after the sensor had been inserted. At the time of contact the patient stated he was fully recovered. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.